Event description:
It was reported that about two years ago, the patient had deep brain stimulation (dbs) and it went okay in the beginning. However, for the past several months, they have had issues with charging. It seemed like the external charger did not want to connect to the implanted battery. It beeped continuously green and sometimes red. It was difficult to charge. Sometimes the patient spent a whole day trying, while other times they could not manage it, and it stopped every other day. It affected the patient's mood and well-being. Strangely enough, it charged better when the whole battery was empty, which was not good for the patient. Additional information was received from the patient reporting that they were not good at all because of the problems they have with the device included. Additional information was received from the patient reporting that their life was hell currently. The charger has difficulty charging when it is on and the patient needs to have their dbs on for severe depression. It would only charge with less difficulty when it is off (totally discharged). The doctors have problems finding why it is like that. They used a hand scanner and the inside battery and wires were as they should be. Their problem is continuous still without solution. Additional information was received reporting that the manufacturer representative states "since the charger is charging, but only with a depleted ipg, then it does charge and to me points to an ipg issue."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.